Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (adjust belt or check belt messages, check therapy pad messages) has been confirmed. Upon investigation the electrode belt failed an ECG fall-off test. The cause for the failure was the trunk cable had a damaged the solder joint connection on the black pulse wire. The root cause for the damaged cable could not be positively identified. There was no adverse event that resulted from the damaged belt.

Event description:
A us distributor reported that a patient was experiencing adjust belt or check belt messages.